Event description:
Syringe pump began smoking. It was unplugged and removed from pt care. Upon internal inspection, it was found to be burnt. Plug had been damaged upon insertion. It was able to be plugged in wrong due to the configuration and it was "forced" on wrong by user.